Manufacturer narrative:
Product analysis :visual and optical examination of mas bone screw confirm breakage near the base of the bone screw head. Optical examination reveals secondary (post-fracture) damage to the fracture surface. Undamaged areas of fracture surface revealed progressive convex striations through the cross-sectional area, consistent with cyclic fatigue. Dimensional examination of the neck diameter verified conformance to print specification. The above observations are consistent with cyclic fatigue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: spondylolisthesis levels implanted: l5-s1 procedure: l5/s1 spondylolisthesis fusion. It was reported that patient underwent the screw shaft was found broken after approximately 12 months of service life. The screw was explanted and replaced; no fragments of the broken screw remained in the patient. The construct was extended to l4. Patient complications were reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.